Manufacturer narrative:
At this time the pacemaker has been returned but device evaluation is not complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this device's power consumption was much higher than expected. Review determined that the battery was depleting faster than expected. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device's power consumption was much higher than expected. Review determined that the battery was depleting faster than expected. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.